Manufacturer narrative:
Age or date of birth & weight: information unknown/not provided. Date of event: the exact date is unknown, the best estimate is (B)(6) 2022 (one week post-operation). If explanted, give date: not applicable as the device remains implanted. Telephone number: (B)(6). PMA/510k: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in patient's operative eye. At the one week post operational examination, several dots at regular intervals were observed on the optic surface of the lens. These dots did not look like dents of the toric mark found on toric lenses but appeared to rise above. The dots did not impact patient's visual acuity/quality of vision and no health damage or injury reported. The lens remains implanted and there has been no problem with visual function reported. There was no patient injury. No further information was provided.